Event description:
It was reported that the customer's biomed replaced the battery on the system but the system is still having trouble starting up. The light flashes at start up but then stops.

Manufacturer narrative:
Troubleshooting was performed on the battery. Results are pending on the device.